Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 18-jul-2018 with the following findings: during investigation, moisture was found behind the display lens. No damage was found to the battery compartment. The battery cap was not returned; a test battery cap fully attached to the pump, however, the pump was found to be unresponsive with no vibratory or auditory alarms; the display was blank. Further testing and a download of the black box was unable to be performed due to the unresponsive pump. The pump cover was removed to find moisture ingress on the printed circuit board and internal components. A leak test failed due to a missing bolus button. The allegation of no power to the pump and moisture behind the display was duplicated.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (moisture ingress) issue. It was reported that the pump had no power and there was moisture visible behind the display. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.